Event description:
It has been reported that the syringe 3ml ll 200 s/c has been found experiencing scale marking issues before use. The following has been provided by the initial reporter: it was reported that several syringes do not have the measurements. Reported issue: they discovered that several of the syringes are coming in without measurements on the syringe.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 3ml ll 200 s/c has been found experiencing scale marking issues before use. The following has been provided by the initial reporter: it was reported that several syringes do not have the measurements. Reported issue: they discovered that several of the syringes are coming in without measurements on the syringe.